Event description:
It was reported that during the surgery, the nail (screw) appeared to fall off when it was screwed in, also, as per reporter response the device broke off inside the patient's anatomy. All the broken pieces were removed with tweezers. No patient injuries or significant delay were reported. Back-up device was available.

Manufacturer narrative:
One 5.0 twinfix ti anchor assembly was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The threaded portion of the anchor has broken off at the eyelet. The eyelet remains attached to the inserter. Removal of the eyelet confirmed the hex/eyelet portion is damaged. The inserter shaft is bent. The devices condition indicates it was subjected to a torsional overload during use. A review of the case details provided did not identify any site preparation activities.

Event description:
It was reported that during the surgery, the nail (screw) appeared to fall off when it was screwed in, also, as per reporter response the device broke off inside the patient's anatomy. All the broken pieces were removed with tweezers. No patient injuries or delay were reported. Back-up device was available.